Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for a routine check, the longevity estimate given on the programmer was not accurate. A correct longevity estimate was provided.